Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of what was likely the respiratory rate trend (rrt) signal occurred on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). Ts discussed programming rrt off. No adverse patient effects were reported. This device remains in service.